Event description:
This is a spontaneous report by a nurse from (B)(6) of cloudy peritoneal effluent in a female patient coincident with peritoneal dialysis therapy. Lavage was performed on the advice of the hospital. The cause of the peritonitis is unknown. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested.the product code is unknown and therefore the 510(k) entry field is left blank.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.